Event description:
Event occurred during a battery change in the ep lab. Interference with diagnostic equipment in ep lab during battery change out.

Manufacturer narrative:
(B)(4). Eval: method: product received by manufacturer and pending inspection. Eval: results: product received by manufacturer and pending inspection. Eval: conclusion: product received by manufacturer and pending inspection. (B)(4).

Event description:
Event occurred during a battery change in the ep lab. Interference with diagnostic equipment in ep lab during battery change out.

Manufacturer narrative:
Product event# (B)(4). Evaluation process: unit received in good condition and internal visual inspection revealed no loose or broken components. Unit delivered rf energy into fixed resistors. Error log: 13 e1 (both handpiece buttons depressed simultaneously), 38 e3 (patient return electrode has poor connection), 6 e5 (monopolar handpiece has reached end of life) and all errors are normal use errors. Root cause: pulsar 2 is an electrosurgery device and is considered an intentional readiator of rf energy when keyed via handpiece or foot pedal. All equipment in the or should be designed to withstand the emi interference generated by the pulsar 2 per iec 60601 requirements. Pulsar 2 is functioning as designed. (B)(4).

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.